Manufacturer narrative:
Device 3 of 10. E1: patient city: (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in colombia. It was reported that patient faced 10 infusion sets tubing issues specifically it was reported that a possible connection issue caused occlusion in the tubing, which may have been kinked or bent. The tubing could have been bent or strained at the point where it connected to the reservoir. No further information.